Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was no longer beeping it just vibrating. Customer stated they did not hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no audio tone/beep during self test due to broken transducer wire. No unexpected pump error 63 alarm found during testing or in the insulin pump history file.